Manufacturer narrative:
The lot number is known for this product however no product is available. No corrective actions have been required based on this report.

Event description:
This case was reportd by a consumer and described the occurence of almost choking in a female pt who received polygrip (super polygrip comfort seal strips) over a period of 2 weeks for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included arm fracture and back fracture. Concurrent medical conditions included atrial fibrillation, degenerative disc disease, pacemaker and allergies to tape, ivp dye, macrolides, morphine, and neurontin. Concurrent meds included unspecified blood pressure med, unspecified heart med, oxybutynin and oxycodone. In 2006, the pt started poligrip (dental), using 2 strips in the top of her mouth and 2 in the bottom. In the same month, while removing the super poligrip strips, the pt stated she gagged, almost vomited, and almost choked. The pt was worrid she was using the product incorrectly and that it may "hurt her pipes." She also stated there was a tremendous amount of "goop" in her mouth. She required no treatment. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the events were resolved.